Event description:
Caller reported a false negative urine hcg result on consult diagnostics hcg cassette vs serum quantitative test result (no value provided). Caller said the customer had noticed test was negative at the three minute read time, but was faint positive at five minutes.

Manufacturer narrative:
Investigation pending.